Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the devices were out of specification. The most probable root cause is user error: improper implant size selection, using an implant that was too short, or not installing the implant deep enough. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition." Part number, lot number, manufacturing date, expiration date and gtin number: 2nd (middle): ifuse-3d implant, p/n 7040m-90, lot# 2731851, mfd. 07/22/20, exp. 2025-07-22, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7035m-90, lot# 2694271, mfd. 10/02/19, exp. 2024-10-02, gtin (B)(4).

Event description:
In (B)(6) 2020, the patient had right si joint arthrodesis where three implants were installed. The patient later reported to a new surgeon with complaints of a recurrence of si joint pain symptoms. The surgeon determined that the middle and inferior positioned implants were not positioned fully across the si joint. In (B)(6) 2021, the surgeon performed a revision procedure where he removed middle and inferior positioned implants using chisels and replaced them with larger implants of the same type using the explant voids. The preexisting superior positioned implant was not adjusted or removed. The status of the patient following the revision procedure is not known.